Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine follow-up when multiple non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing was noted. Programming changes were made. The patient was stable throughout the event.